Event description:
It has been reported to philips that the unit fails when using pacing. The unit was not in clinical use and the fault was discovered during preventive maintenance. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.